Event description:
It was reported that the hospital was experiencing a backflow of blood through the hemostasis valve. Once the sheath was introduced, blood started to back up and come out of the valve. The blood backflow was not from the side arm, only the sheath. This happened prior to the anesthetist floating a swan or inserting a slic (single lumen infusion catheter). There was no patient complications reported.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.